Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 12 x 3.00 promus premier drug-eluting stent was selected for use. However, the stump of the stent was flared. The procedure was completed with a 12 x 3.50 promus premier drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. The promus premier ous mr 3.00 x 12 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the first two proximal stent struts were lifted and bunched together. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 12 x 3.00 promus premier drug-eluting stent was selected for use. However, the stump of the stent was flared. The procedure was completed with a 12 x 3.50 promus premier drug-eluting stent. No patient complications were reported.